Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a removed cartridge alarm occurred while loading a cartridge. Customer reloaded the cartridge and insulin delivery was resumed. Blood glucose was 315 mg/dl.